Manufacturer narrative:
The monitor was manufactured april 24, 2007. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that during use of a vigileo monitor, the cvp (central venous pressure) reading displayed on the patient monitor and the vigileo monitor were quite different. The cvp reading were about 5mmhg higher on the patient monitor than on the vigileo monitor. It was reported that there were no fault/alert messages observed or alarms that were heard. The cable was replaced but the issue did not improve. However, when the vigileo monitor was replaced the issue improved. The patient was not treated according to the different values displayed. There was no allegation of patient compromise and no other system-related devices were identified as suspect.

Manufacturer narrative:
Examination of the returned monitor was unable to confirm the customer's complaint. Over 36 hours of burn-in, final and safety tests, resulted in acceptable results. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.